Event description:
Baxa received a report regarding the baxa tpn software (tpn pc plus), the hosp informed MFR of a user error that resulted in a pt receiving an overdose. It was reported that a pharmacist selected the wrong template when entering an order for a continuous veno venous hemifiltration (cvvh) solution. The pharmacist selected the template labeled "other" when the "cvvh" template should have been selected. The template selected has potassium set at meq/deciliter, the actual order should have been for meq/liter. The template selected is titled for the delivery of cvvh, and the operator selected the wrong template. This type of error would result in a 10x overdose for the pt. The pharmacist made two bags, the first and part of the second were infused before the pt lab values indicated a problem. The solution was discontinued at that point. The pt was monitored and has recovered fully. No serious injury or death resulted from this incident.